Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2017 with the following findings: a review of the pump¿s black box or alarm history showed no rewind motor errors (cs 078). During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 24 hours with no alarms occurring. The pump performed within required specifications. The complaint of a motor rewind issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the motor was stopping prior to completing the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.